Manufacturer narrative:
January 14, 2010. This event concerns a device that was mfg and used outside the united states. Method, ambulatory monitoring printouts and device follow-up files were analysed. (B)(4). A visual inspection of the head and of the connector components of the returned device was performed; this inspection did not reveal any anomaly. The device was submitted to the electrical test which is performed at the end of the mfg process; no anomaly was noted, i.e. The electrical characteristics were within specs. The reported behavior is most probably related to a lead-pacemaker connection issue or to the lead position or less probable to the lead itself (no data confirmed a problem with the lead itself).

Event description:
Reportedly, the pacemaker involved in this MDR report was explanted for analysis because of dizziness of the pt and intermittent pacing.